Event description:
The customer reported obtaining low patient results for total bilirubin (tbil) on their dxc 800 ar clinical chemistry analyzer. The customer did not release the low results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 800 ar clinical chemistry analyzer and found the defective sample probe wash collar. The fse replaced the sample probe wash collar to resolve the issue. The fse performed precision verification test and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).